Event description:
A patient reported blood glucose results of "117 mg/dl" with a lifescan meter and "85 mg/dl" on a laboratory device, performed within 30 minutes of each other in 4/05. Between the tests there was no intervention that would be expected to change the blood glucose. The patient also did another meter to lab test again and received a "165 mg/dl with a lifescan meter and 103 mg/dl" on a laboratory device, performed within 30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose in 4/05. The next day, the patient did another meter to lab comparison and received a 474 mg/dl on the lifescan meter and a 351 mg/dl on a laboratory device, performed within 20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.